Event description:
It was reported that, the patient with this right atrial (ra) lead presented to the hospital due to heart rate up to 140bpm and palpitations. Upon review, this ra lead recorded a lead safety switch (lss) and exhibited a sudden low pacing impedance out of range. Additionally, the patient exhibited tachycardia episodes up to 130bpm, twice during device check, lasting approximately 15-20 seconds. During the follow up check, noisy signals oversensing on this ra lead were seen with provocation testing in unipolar ra sensing. Additionally, loss of capture (loc) was observed. The ra lead was reprogrammed to bipolar sensing and pacing left unipolar. It is suspected an insulation break on this ra lead. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).